Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following a reported successful right ventricular (rv) lead implant, the next day system evaluation, illustrated loss of capture on this rv lead. A repositioning was done that day, moving the lead near the septum. The revision procedure was completed with no adverse patient effects however later that same day, loss of capture and no pacing were again noted. That same night, the lead was removed and replaced with a non boston scientific product. The explanted rv lead is not intended to be returned for analysis.